Event description:
On (B)(6) 2026, a patient underwent an angioplasty procedure using the vaccess pta balloon. It was reported that during the procedure; the balloon allegedly did not inflate. It was further reported that the balloon was leaking and it did not deflate fully. It would not retract through 7f sheath. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, videos were provided for review. The investigation of the reported event is currently underway. D2b (lit; dqy) section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.